Event description:
As reported, approximately five years post initial left tka, the 54 y/o male patient complained of pain. The patient had a revision due to loose femur and insert. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached. The devices are not available for evaluation due to chain of command.

Manufacturer narrative:
Section d10: concomitant products: truliant tib imp ps insert sz 4 9mm (cat# 02-022-35-4009 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Revision surgery operative notes were provided. Preoperative and postoperative diagnoses indicated left knee polyethylene wear, loose femur, recalled implant. Findings: loose femur, catastrophic polyethylene delamination. Indications: based on history, physical examination, imaging and laboratory values, this patient has a recalled left total knee arthroplasty with polyethylene bearing failure and femoral loosening that is now recalcitrant to conservative measures. Description of procedure: the polyethylene was removed with half-inch osteotome. A thorough synovectomy was performed and the gutters were re-established. The back of the knee was debrided. The knee was flexed. Quarter-inch osteotome was used to disrupt the cement implant interface around the femoral component. While doing this, it was clear that the femoral component was completely loose. It was easily extracted without any residual cement on the component. The implant bone interface was established around the tibial component. An attempt was made to extract the tibial component, which appeared to be well fixed. A saw blade was used to remove the patellar component which demonstrated some delamination. The patient was revised to same mfg devices. The patient was awakened from anesthesia and taken to the pacu having tolerated the procedure well. The patient arrived in the pacu in stable condition with no apparent complications. No additional information is available.

Manufacturer narrative:
Corrected information: h6 - health effect code new information: b4